Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received error alarm in the past but could not recall which one, had been giving failed battery test error every time she changed the battery and had random no delivery alarm on occasions sometimes requiring to change the entire set to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test and self test. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device received with cracked reservoir tube lip, cracked belt clip slot, missing end cap sticker, address label peeling/damaged, stained address/serial number label, cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).